Event description:
The baxter service representative reported a colleague infusion pump which alarmed for air in line when air was not present during service. There were no reports of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
The reported condition of alarmed for air in line when air was not present was confirmed through evaluation due to an out of calibration air-in-line printed circuit board. The air-in-line printed circuit board was recalibrated to correct the condition. (B)(4)

Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of air in line - false alarm. (B)(4)